Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a grommet/setscrew problem. Three days post-implant, it was not possible to screw the lead in the header when the lead was being revised. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.